Event description:
It was reported that shaft break occurred. The 70-80% stenosed target lesion was located in the moderately tortuous and moderately to severely calcified mid left circumflex artery. The lesion was pre-dilated by 1.5 x 10 mm and 2.0 x 15 mm balloons up to 14 atmospheres. A 20 x 2.50 promus premier drug-eluting stent was advanced to the lesion but it failed to cross. The physician tried to push the stent slightly; however, the stent shaft broke at the proximal part of the stent delivery system (sds) located at 24cm from the hub outside the patient. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient status was stable.